Manufacturer narrative:
(B)(4). Batch # n92d0g. The analysis results found that the 2b5st device was returned with no damage in the external components. The device was visually inspected and no damaged were observed. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic hepatectomy, the device tip was distorted and seemed like melted. The device was used on the abdominal wall. Another device was used to complete the case. There were no adverse consequences to the patient.